Manufacturer narrative:
Additional information was received that prior to the valve implant, a mean gradient of 45 mmhg was reported. Following the valve implant, the mean gradient was 5 mm hg, one day post valve implant it was 25 mmhg and thirty days post valve implant it was 11 mmhg. It was reported that the patient's high left ventricular outflow tract (lvot) gradient and anemia contributed to the elevated gradient. There was no evidence of thrombus or leaflet thickening. The stroke occurred one day post valve implant. The patient experienced aphasia and right upper extremity hemiparesis. Coumadin was prescribed and the patient is in stable condition with mild aphasia and no motor deficit. Per the physician, the cause of the stroke was cardioembolic and the valve contributed to the stroke. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the valves were not returned to medtronic, so no product analysis could be performed. Images were provided and the review showed no valve load checks for this event. The image confirmed two valves implanted with one snared in the ascending and the other successfully implanted in the annulus. However, the imaging provided could not confirm the procedure events of deployment attempts, balloon aortic valvuloplasty (bav), nor the dislodgement. High gradients can be related to valve related factors (degeneration, thrombus, calcification, etc.) Or non-valve related factors (left ventricular outflow tract (lvot) obstruction, patient pressures, left ventricular dysfunction, etc). With the information available, a root cause could not be determined, but the patient's high lvot gradient and anemia were reported to have contributed to the elevated gradient. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. In this case, a conclusive root cause could not be determined from the available information. Dislodge events are typically not related to a device malfunction. The valve was snared and moved to the ascending aorta and a second valve was implanted. Stroke is a known potential adverse effect per the device instructions for use (IFU), with a variety of factors that can influence its onset. Due to the information available, a conclusive root cause could not be determined, but per the physician, the cause of the stroke was cardioembolic and the valve contributed to the stroke. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. This event does not allege a device misuse or malfunction occurred. Updated data: h6 - patient code (annex e) and annex f (to reflect aphasia). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: evproplus-26us, serial/lot #: (B)(4), ubd: 09-oct-2022, UDI#: (B)(4), product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve into a patient with minimal leaflet calcification, no pre-implant balloon aortic valvuloplasty (bav) was performed. The valve was implanted using the cusp overlap technique. The valve was positioned at a depth of 2mm on the non-coronary cusp (ncc), and deeper on the left coronary cusp (lcc). The valve was released slowly and appeared to be stable. Approximately 3-4 heart beats following deployment, the valve dislodged approximately 5-10mm above the basal plane on the ncc. The valve was snared and moved to the ascending aorta. The patient remained stable, and a second valve was subsequently implanted deeper into the left ventricular outflow tract (lvot). Following the second valve implant, hemodynamic gradient was noted via catheters. However, paravalvular leak (pvl) and gradient were difficult to assess post-procedure using transthoracic echocardiogram (tte). Two days following the valve implant, the patient experienced a stroke, and a gradient of 25 millimeters of mercury (mmhg) was observed with a peak aortic valve velocity of 3 meters/second. No treatment was reported for the stroke. No additional adverse patient effects were reported.